Manufacturer narrative:
At analysis a round piece of flat plastic was found inside the plug. All continuity tests were ok and no intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable originally returned with a request for analysis subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.